Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image from the light source went dark. The issue was found during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11 corrected fields: h11 technical assistance support (tac) the device was not returned to olympus for inspection, however the reported failure was confirmed through technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, it is likely that electronic component failure led to the malfunction. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. The customer informed tac of the event. It was discovered the lamp hours is at 500 and the spare lamp was on. Technical assistant communicated to the customer that they need to change the xenon lamp. They are going to change the xenon lamp. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.